Event description:
It was reported that following a percutaneous left femoral intervention, an 8f angio-seal vip was developed at the left femoral arteriotomy. This occurred within the month of (B) (6), exact date unknown. On (B) (6) 2010, the patient returned with a cold left foot. The patient underwent multiple angiograms and endovascular repair to a thrombosed left ileofemoral stent by the cardiologist, but the artery remained occluded. The patient underwent surgical intervention and repair under general anesthesia. The surgeon reported a large plaque material obstructing the femoral artery and 2 - 3 cm length piece of suture material and a plastic type of device which had a lot of atheroma and clots stuck in it. A free line of what appeared to be of felt pads type of piece was also present. All foreign bodies were removed, blood flow was restored, and wound was closed.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. Two paper print radiographic images were received with the complaint. Contrast enhancement was seen on the 2 prints. There was no legible identification on the images. The 2 images may represent a femoral angiogram. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU states that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal IFU states if patient has clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient's arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. No angio-seal training record was found for the deployer. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.